Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a defib test failure. There was not patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure. One therapy pca was returned for failure analysis. The specified problem was not duplicated. The component passed all the tests. No fault was found with this therapy board. (Updated).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.